Event description:
It was reported that the patient had frequent low flow alarms. The low flow software upgrade was requested. The patient had right ventricle (rv) dysfunction making them unable to tolerate pump speeds above 4700 revolutions per minute (rpm). A trans-thoracic echocardiogram (tte) was performed on (B)(6) 2022 revealing bowing of the septum when the pump was run at speeds higher than 4700rpm, and the patient required inotrope support. The low pump speed contributed to the low flow alarms, and it was also communicated that the low flow alarms were initially caused by dehydration that later progressed to hypertension. The patient experienced dizziness and lightheadedness during the low flows. The alarms did not resolve but their frequency decreased after the patient received 2 liters of intravenous (IV) fluid and discontinued entresto (sacubitril-valsartan), spironolactone, ozempic (semaglutide), and bumex (bumetanide). The patient was switched to nifedipine at their most recent clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative. Although a specific cause for these events could not be conclusively determined, the account reported that the alarms were due to the pump¿s low speed setting, as well as dehydration and hypertension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. On 17oct2022, low flow software version 1.7 was successfully installed on system controllers, (B)(6) and (B)(6) without issue. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition, such as hypertension, can result in low flow. Section 4 of the IFU also provides information regarding how to determine the optimal fixed speed that will provide the desired level of cardiac support for each patient. This section further states that the fixed speed setting is based on changes in ventricular shape and function as well as the patient¿s physiological response to changing pump speeds. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. This section under, ¿blood pressure management¿, also states that hypertension may be treated at the discretion of the attention physician and any therapy that consistently maintains a mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.